Manufacturer narrative:
Patient identifier is not available for reporting. Event date: unknown. This report is for one unknown tfna nail. Part and lot number are not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Implant date: unknown. The subject device is not expected to be returned to the synthes manufacturer for evaluation. PMA 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It is reported patient was implanted with an unknown trochanteric femoral nail-advanced (tfna)-left on unknown date. On unknown date, patient developed a fracture below the tfna implant. The patient was returned to surgery on (B)(6) 2017 where surgeon implanted a long locking compression plate (lcp) broad plate and unknown amount of screws. During this procedure, the handle of the sliding mechanism broke into two (2) pieces. This issue is addressed in related complaint (B)(4). The surgery was completed successfully with a delay of approximately five (5) minutes but no harm to patient. This report is for one unknown tfna nail. This report is 1 of 1 for (B)(4).